Event description:
It was reported than a customer was unable to prime a one-link IV connector set with an unspecified drug. The syringe was added to the set to flush the line and no flow was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.